Manufacturer narrative:
Device received with cracked battery tube threads noted. Device passed displacement test. The test reservoir p-cap was able to lock in place. Drive support disk look normal. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The device was not bumped or dropped. The customer is unable to describe the damage to the drive support cap. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.